Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.8, lab: 3.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.8, lab: 3.8, mean: 3.3, confident limits: 2.0-5.0. The inratio and lab value are within the confident limit. These results are from the replacement meter. As per internal procedure rev. 2 if the inratio and lab values are within the confident limit product will not investigated.